Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the device could not cross the lesion. A 4.00 x 20mm synergy xd could not cross the 85% stenosed, severely calcified and moderately tortuous lesion. The procedure was completed with a different device and no patient complications were reported. However, device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 4.00 x 20mm stent delivery system (sds), was returned for analysis, the following attributes were examined: stent profile: a visual examination of the stent found stent damage. Stent struts on the distal and proximal ends were lifted from the crimped profile. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within max crimped stent profile measurement specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of distal tip damage. Hypotube profile: a visual and tactile examination of the hypotube shaft found no issues. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.